Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that since a year and a half after they had their first implanted stimulator the patient began to experience pain. Patient said the implant was working great, they felt so good, then started to deteriorate. The patient met with a rep who informed patient that their initial implant had a wire loose. The patient reported that was at the end of november and they had to wait until march for surgery to receive a new implanted stimulator (patient said they got the new implant 6-7 weeks ago). The serial and model number patient provided for the current implant (found in about section of controller) are the same serial number as the implant from 2022. Patient said now with the current implant they were experiencing issues as well. Patient said they would reprogram the implant, but each time the stimulation went haywire after 3 days. The patient described that they cannot even straighten up and they receive shocks to the hips "like you wouldn't believe". The patient cannot walk today and when they do, their muscles cramp up, they do not have any coordination, they walk stiffly. They were outside today hunched over to where their spouse had to pick them up. The patient described that their stimulation "jumps around" when it is working right it would target their belt region, but has been stimulating their calves and legs and not working. During the call the patient reported their legs felt like needles like they are asleep even though the stimulation was off, the patient reported they did not experience the issue prior to the surgery. Patient mentioned when they met with the rep, they said the rep told patient the implant wasn't bad, they just thought the adjustments on the settings weren't exact. The patient was redirected to their healthcare provider to further address the issue. The agent documented events and referred the patient to their doctor for further assistance. Patient mentioned their healthcare provider (hcp) quit 2 days ago so they did not have a current doctor. Patient said they were in contact with the nurses at hcp office and would try to contact them to see if they can get patient in with another doctor. Additional information was received from the manufacturer representative (rep). Rep reported that they were not made aware that the patient had a loose wire and did not know anything about a loose wire. Rep noted that the patient's stimulation was performing as expected and they just needed help with adjusting the intensity, with the impedances and connectivity being all normal. Rep noted there are no known issues and patient just needed further education about changing the intensity, which was completed on (B)(6) 2023. Additional information was received from other manufacturer representative (rep). Rep reported they have no information to provide.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2022. Explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 07-jul-2026, UDI#: (B)(4). B3: event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.